Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead exhibited low impedance. The lead was removed, cleaned and attempted again with the same result. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.